Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image was distorted. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc investigated the subject device, however the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the electrical stress. If additional information becomes available, this report will be supplemented.